Event description:
Patient reported there is a leak in the insulin cartridge. No adverse event reported. Requested return of the alleged cartridge, pump and adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.